Event description:
Customer reported that the screen on the insulin pump is damaged and cracked. Customer stated she thinks she may have slammed it with the car door. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.